Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago.

Event description:
It was reported that the patient was not getting an adequate pain relief despite multiple reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained in the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief despite multiple reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained in the facility and will not be returned.